Event description:
Healthcare professional (hcp) reports 4 incidents of the psn membrane clotting during acute hemodialysis treatments. The incidents occurred at various times throughout the treatments, however, all pt received minimal to no heparin. The treatments were discontinued at the time of the event with an estimated blood loss of 300cc per pt. The treatments were resumed on all pts with an alternate membrane (althin 170), and no pt or medical intervention was reported.